Event description:
Philips received a complaint by the customer on the v60 indicating that while setting up the device, it rebooted. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has advised the unit logged an error code 1101 check vent: ventilator restarted error. The device restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. Note if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. Biomed has advised the unit also logged a 3007. Advised biomed to reload software version 3.00 and complete the pneumatics testing for the v60. The customer reloaded the software version 3.00 and performed performance verification tests per philips standards to resolve the reported issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.